Event description:
It was reported that there was not possible to fill in because the aspiration of water was not strong enough in an arctic sun device. Per review of wo on 27jan2026, there was no patient involvement. Per sample evaluation results received via task on 03feb2026, it was reported that there was a noisy circulation pump.

Manufacturer narrative:
The reported issue is confirmed. The root cause is a failing circulation pump. The device was evaluated upon receipt. The circulation pump was found to be making noise. The circulation pump was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, g, h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was not possible to fill in because the aspiration of water was not strong enough in an arctic sun device. Per review of wo on 27jan2026, there was no patient involvement. Per sample evaluation results received via task on 03feb2026, it was reported that there was a noisy circulation pump.